Event description:
Customer reported two segment samples from a positive units that were mistyped on the galileo as ab positive. Visually the anti-b has a strong reaction according to the customer.

Manufacturer narrative:
Review of instrument results: sample 1: a2= 4+ reaction/ 99 reaction strength - adherence is strong. B2= 3+ reaction/ 63 reaction strength - moderate to strong degree of adherence, slight formation of red cells around center of well - it is possible it was fibrin. The reaction in the anti-b well does have some irregular borders which can sometimes be suggestive of fibrin. C2=4+ reaction/ 99 reaction strength - adherence is strong. D2=neg reaction 12 reaction strength - no red cell adherence. Sample 2: a3=4+reaction/ 99 reaction strength - adherence is strong. B3=3+ reaction/ 63 reaction strength - moderate to strong degree of adherence, slight formation of red cells around center of well - it is possible it was fibrin. The reaction in the anti-b well does have some irregular borders which can sometimes be suggestive of fibrin. C3=4+ reaction/ 99 reaction strength - adherence is strong. D3=neg reaction/ 10 reaction strength - no red cell adherence. Repeat testing of sample 2. A5=4+ reaction/ 96 reaction strength - adherence is strong. B5=neg reaction/ 14 reaction strength - no red cell adherence. C5= 4+ reaction/ 93 reaction strength - adherence is strong. D5=neg reaction/ 12 reaction strength - no red cell adherence. The images appear to have fibrin clots based on the irregular shape of the reactions seen in the anti-b wells. The galileo operator manual states that clotted samples should not be tested on the galileo.